Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 28-dec-2020. The most recent information was received on 06-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. He0119p) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced abdominal pain (seriousness criterion medically significant), headache ("headache"), vulvovaginal discomfort ("vulvar irritation"), fatigue ("excessive fatigue") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain"). At the time of the report, the abdominal pain, headache, vulvovaginal discomfort, fatigue, vitamin d deficiency and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue, headache, vitamin d deficiency, vulvovaginal discomfort and weight increased with essure. Lot number: he0119p manufacturing date: 2015/10 expiration date: 2018-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. He0119p) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced abdominal pain (seriousness criterion medically significant), headache ("headache"), vulvovaginal discomfort ("vulvar irritation"), fatigue ("excessive fatigue") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain"). At the time of the report, the abdominal pain, headache, vulvovaginal discomfort, fatigue, vitamin d deficiency and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue, headache, vitamin d deficiency, vulvovaginal discomfort and weight increased with essure. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.